Event description:
During a clinic follow-up, a decrease in the battery longevity of the device was observed and premature battery depletion was suspected. The device was explanted to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was replaced to resolve the event.

Manufacturer narrative:
D6a: implant date is estimated to have occurred in september 2016.

Manufacturer narrative:
The reported event of premature depletion was confirmed. The device was received with normal telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found recovered from eos to above eri level. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.